Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, a poor image was displayed, and air ingress was noted. The procedure was completed with another of the same device. No patient complications were reported.